Event description:
Procedure: sils chole. According to the reporter, the instrument was broken. The distal end of the instrument (black sheath) was damaged. The roticulating arm was not damaged. Pieces of the device did fall into the patient cavity, but were removed from the patient. There was no extension in operating room time of more than 30 minutes.

Manufacturer narrative:
(B)(4).